Event description:
Upon room cleanup in or suite after completion of the surgical procedure, scrub nurse noted fluid in the basin yet outside of the warming drape. Upon further inspection, "small hole was found to be in the area of a blue marker area" that makes contact with the inside of the basin.